Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, pillowing keypad overlay, stained keypad overlay and cracked case corner of the belt clip rails near the battery compartment.

Event description:
Information received by medtronic indicated that the retainer ring was fell off. Customer stated that reservoir able to locked in place. No harm requiring medical intervention was reported. The device will be returned for analysis.